Event description:
It was reported that the pt experienced elevated blood glucose levels and ketones.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. Pump settings and insulin delivery history were reviewed with the reporter and confirmed to be accurate. There were no defects found with the pump when troubleshooting during the initial contact. No conclusions can be made at this time.